Manufacturer narrative:
(B)(4). Batch # m54h6d. Additional information was requested and the following was obtained: was the device on tissue? No. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a roux-en-y gastric bypass procedure, the doctor was performing bypass and while creating the gastric pouch, he was using the device. The reload was inserted and closing trigger was closed, and the firing trigger did not move, it was stuck. The nurse tried to open it, but nothing happened. Another like device was used to complete the procedure. There was a delay of five minutes. There were no adverse consequences for the patient reported.